Manufacturer narrative:
D4) device serial number populated. D9) the glidelight device was returned to the manufacturer 11feb2026. H3) visual inspection confirmed the bevel was rotated and out of specification. H6) based on the device evaluation and investigation, this has been determined to be a production process related failure. Type of investigation code b01 replaced (from b17). Investigation findings code c16 replaced (from c20). Investigation conclusions code d03 replaced (from d14). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the device was not returned, thus no investigation could be completed, and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non-function, occlusion, redundancy, and fracture. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, examination under fluoroscopy noted the tip bevel orientation was not aligned with the handle. The glidelight device was removed, and visual inspection found the bevel orientation was rotated 45 degrees. Upsizing to a spectranetics 16f glidelight laser sheath, both the ra and rv leads were removed successfully. The procedure was completed with no reported patient harm. This report captures the 14f glidelight with a misaligned bevel tip; potential for harm.